Event description:
It was reported that 10 ml bd posiflush¿ normal saline syringe was missing the scale label on the syringe and had cracks on the barrel body. No serious injury or medical intervention reported.

Manufacturer narrative:
(B)(6). Investigation summary: one (1) sample was received for evaluation. It has no packaging flow wrap. It has a tip cap, the saline solution and the plunger rod or rubber stopper. It has no barrel label to confirm the lot#. The barrel is damaged ½¿ down from the flange. The barrel flange is damaged too, therefore failure modes are verified. The missing barrel label and the damages shown are from the plunger rod labeler equipment. As this is an isolated incident, no further action will be taken at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: this is the first complaint for the lot# 7269590 for the same defect or symptom. There was no documentation of issues for the complaint of batch 7269590 during this production run. One (1) sample was received for evaluation. The failure modes are verified. The missing barrel label and the damages shown are from the plunger rod labeler equipment. Root cause description: the missing barrel label and the damages shown are from the plunger rod labeler equipment.

Event description:
It was reported that 10 ml bd posiflush¿ normal saline syringe was missing the scale label on the syringe and had cracks on the barrel body. No serious injury or medical intervention reported.